Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The imaging system was inspected and the power line fuses were found to have blown. This failure directly caused the reported issue. The fuses were replaced and the issue was resolved. The blown fuses were discarded on-site, so no part return is expected.

Event description:
A medtronic representative reported that the imaging system would not power on. The line power light on the front of the system was reportedly not illuminated. There was no patient present when this issue was identified.